Event description:
Suction connection leaking on an olympus lf-gp flexible endoscope. Appears to be a recurring pattern with the connection integrity that causes loss of suction at the distal end of the scope.

Event description:
Add'l info rec'd from rptr 11/14/01: correction to report of 11/12/01. Suction connection leaking on an olympus lf-gp flexible endoscope. The suction valve body moves inside the control body of the scope, breaking the seal and causing fluid invasion. It is a universal and recurring problem with this model endoscope at this institution.